Event description:
It was reported that a 56 yo female patient, who had a left shoulder implanted, underwent a revision procedure approximately 1 year 1 month post the initial procedure due to infections. All devices were removed. There was device breakage during the procedure, but no parts or pieces fell into the wound site. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays or device images were provided. No further information provided.

Manufacturer narrative:
D10: (B)(6), 320-35-06 - small extended cage glenoid plate. (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 531-20-00 - shldr gps rvrs drill kit. (B)(6), 322-36-03 - 145-deg pe 36mm hum liner +2.5. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 315-35-00 - glnd kwire. (B)(6), 322-10-00 - humeral adapter tray, +0. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-15-05 - eq rev locking screw. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.